Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported, "helium loss 2 alarms. Confirmed it might be an iabc rupture due to nature of continued helium loss 2 alarms". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40 cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed biohazard bag. Returned with the sample was the supplied 40 cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc blad-der membrane; fluid/liquid blood was noted within the sheath sidearm. Buckling was noted to the teflon sheath extrusion. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. The iabc luer was noted blocked off with the blue non-vented cap. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9 cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The remaining length of the fos cable including the fos connector and cal key was not returned. The customer submitted photos were reviewed. The photo shows a section of the iabc bladder with bladder was noted bunched up near the iabc distal tip. The photo shows the iabc bifurcate with the serial number information; the serial number ((B)(6)) noted in the photo matches the serial number reported on the complaint report. The photo shows the original packaging carton/label; however, the serial number and lot number information is illegible. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059 in-0.0063 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Up-on removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. No blood was noted within the iabc bladder/helium pathway. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. Furthermore, an external leak was immediately detected from the bifurcate around the fos adhesive. The leak from the iabc distal tip and iabc luer end are consistent with the previously con-firmed broken central lumen. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. No blood was noted within the iabc helium pathway upon receipt of the sample, which indicates the damage to the iabc central lumen may have occurred during the iabc removal through the teflon sheath or during the return shipment. The external leak noted from the fos adhesive bond at the bifurcate most likely caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.8cm from the iabc distal tip, which is the location of the previously noted broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 76.5cm from the iabc luer, which is the location of the previously noted broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "helium loss 2 alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to re-view the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "helium loss 2 alarms. Confirmed it might be an iabc rupture due to nature of continued helium loss 2 alarms". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".